Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual patient data was obtained from the case report forms for patients noted to have had an adverse event. All patients receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999 the patient underwent a primary left l5-s1 spinal root decompression. Two weeks later, the patient presented with "wound drainage". The investigator noted the event as mild in intensity. The physician prescribed antibioboitics (unspecified) as treatment for the condition. The investigator noted that no drainage was observed. The condition was reported resolved with treatment. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted the illness being treated as a possible cause for the event. One week later, the patient presented with "continuing back pain". The investigator noted the event as moderate in intensity. The physician prescribed a MRI that showed no recurrent disc problems but revealed a large uterine fibroid mass. The pt was treated for pain with medrol dosepak and referred for a hysterectomy. The pain condition was reported resolved with treatment in 2 months. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted intercurrent illness as a possible cause for the event.